Manufacturer narrative:
Physio-control evaluated the customers device and verified the reported issue. Physio replaced the device's power pcb board to resolve the reported issue. After completing other unrelated repairs, proper device operation was observed through functional and performance testing and the device returned to the customer for use.

Event description:
The customer contacted physio-control to report that their device was not powering on. In this state the device would be inoperable and defibrillation therapy may not be available if needed. There was no patient involvement reported with the event.